Event description:
It was reported that during a transcatheter aortic valve replacement procedure, a j-guidewire accidentally entered the pump and made contact with the impeller, resulting in the flexible tip of the j-guidewire being cut off. The piece of the guidewire passed through the pump, outflow graft, and ended up in the aortic arch. The guidewire tip was successfully recovered outside of the patient¿s body. Logfiles showed one power spike during the incident, but no unusual noises were detected from the pump by auscultation. The pump performance remained normal, and the patient had no injury.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the j-guidewire 0.032 inch was apparently cut into 2 parts, and both parts were recovered. There were no neurological symptomatics detected.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed a guidewire in the outflow graft. Log file analysis revealed no anomalies associated with the reported event; the pump's power consumption was within normal operating range and no high watt alarms were logged within the analyzed period. As a result, the reported guidewire in the outflow graft was confirmed; however, the reported high-power event could not be confirmed. Based on the available information, the observed guidewire in the outflow graft can be attributed to the handling of the device, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.